Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 76 days. The device was returned for evaluation. No device-related issues were discovered during the evaluation. A direct correlation between the returned device and the reported infection could not be conclusively determined through this evaluation. Visual inspection of the sealed inflow and outflow conduits as well as the blood-contacting surfaces of the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly, examination of the pump's blood-contacting surfaces revealed only small amounts of unstructured blood on the rotor and in the outlet stator with no evidence of any tissue-like depositions or thrombus formations. The depositions of blood were non-laminated and non-denatured and appeared consistent with post-explant blood that did not appear to have been present while the pump was supporting the patient. The texture, color, and structure of the observed depositions in the device appeared to have been altered by the application of a fixative agent. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead (driveline) did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient received a heart transplant on (B)(6). The patient had a driveline exit site infection which led to the transplant. No additional information was provided.